Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on 09/17/2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient stated at 6:12pm the cgm was displaying a value of 194 mg/dl. At 6:45pm, the patient started vomiting and checked his blood sugar and the bg meter was showing the patient was at 400 md/gl while the patient's ketones were 0.5. The patient treated themselves with an insulin pen injection. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.